Event description:
Customer reported via phone call that they experienced high blood glucose readings of 476 mg/dl. Caller stated the insulin pump was not delivering and boluses were not being recorded. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that boluses were recorded in the bolus history. Customer's blood glucose readings at the time of the incident were 145 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.